Event description:
During a nurse training class, abiomed clinical rep observed the console's "battery on" indicator illuminated when the console was plugged in. Ambiomed field service engineer examined the unit and isolated the problem to a blown fuse on the ac/dc converter. The coverter was replaced and the system operated properly.